Event description:
Removal of miragel, unknown lot no. Or style, and no pt info provided. Pt "globe" became immobile due to expansion of miragel implant was "jellie-like" and "fryable". No occular injury.